Manufacturer narrative:
As reported it was alleged the implant was "cutting into the pelvic wall". Based on the information provided we are unable to determine a cause for the reported condition. Also identified at the site was an infection. Regarding infection, the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." The implant was explanted and no other device used. The reported hernia recurrence occurred nine years later. The contact was unable to provide any product identifiers and only description of a "plug and onlay patch". Without a product code and lot number, the device could not be confirmed, nor could a review of the manufacturing records be conducted note: the event / explant date was not provided and is estimated to be (B)(6) 2010, as an exact date was not known. Should additional information be provided, a supplemental emdr will be submitted . Device evaluated by MFR: not returned.

Event description:
It was reported that on (B)(6) 2006 the patient underwent an inguinal hernia repair using an unknown "plug and onlay patch" (bard perfix plug). As reported in 2010 the patient began to have a fluid discharge the had a foul odor. The patient went to the ed at which time he was brought to surgery. As reported, the mesh was found to be "cutting into the pelvic wall" and there was a tennis ball size infection noted. The infection was cleared and the mesh was removed. The surgeon chose to leave the wound open for healing. The infection and wound healed over time. In (B)(6) 2019 it is reported that the patient was diagnosed with a "massive hernia" in the area of the previous repair. The contact stated that the patient may not be cleared to have the repair for this new hernia as he has a heart condition (unrelated to the mesh).